Manufacturer narrative:
Run analysis of the simplexa assay results that were initially done on (B)(6) 2021 showed only invalid results with ec500 errors on 5 samples (invalid results). Additional runs received between (B)(6) 2021 - (B)(6) 2021 showed 8 different samples detected with an s gene CT range = 31.5 - 35.3, orf1ab CT range = 31.6 - 34.2, with 4 out of the 8 samples only detecting 1 of the 2 target genes. The customer rep also performed environmental wipe tests after cleaning. The customer rep stated on 11/5/2021, "I confirm the false positive is a result of contamination and not a deficiency of the kit, and therefore, a complaint for mol4150 has not been opened for now. I have attached run files for positive internal staff samples on mdx that was not confirmed on other platforms (which sparked the suggestion of contamination inquiry). I was on site and performed environmental swabs pre and post bleach cleaning for the mdx lid, the pipette, the hood, and the customer computer work station. Hood was clean, but evidence of contamination on hood and pipette, and ic failure (due to too early) for mdx which suggests contamination as well. A single wipe of bleach did not irradicate the contamination. A full deep decontamination was performed in the set up room, using dnaway for 10 minutes, bleach for 10 minutes, water and 70% ethanol. Environmental test performed and contamination still persistant. Customer has been asked to continue to repeat the deep "decontamation" and repeat environmental tests and provide run files. Contamination appears to be deeply rooted in the lab." Batch record review showed the critical component, reaction mix mol4151 lot# x13342n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the same disc lot, mol1455 lot# 13244n, were tested on (B)(6) 2021 and no leakages were observed. Based on the information provided by the customer and the confirmed environmental wipe tests following decontamination, it is likely the contamination of the lab is the source of the false positive results. It is not known if the same lab is used for testing with the competitor assay. The customer's device and suspected false positive samples were not provided for investigation. No further assay investigation is required. The customer rep is troubleshooting the decontamination of the lab. Issue not confirmed. This is the 1st complaint on mol4150 lot# x13453n for suspected false positives.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on eight (8) patient samples with the simplexa covid-19 direct assay, but negative when repeated on a competitor assay (cepheid genexpert). Environmental wipe tests also indicated contamination. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on eight (8) patient samples with the simplexa covid-19 direct assay, but negative when repeated on a competitor assay (cepheid genexpert). Environmental wipe tests also indicated contamination. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Run analysis of the simplexa assay results that were initially done on (B)(6) 2021 showed only invalid results with ec500 errors on 5 samples (invalid results). Additional runs received between (B)(6) 2021 - (B)(6) 2021 showed 8 different samples detected with an s gene CT range = 31.5 - 35.3, orf1ab CT range = 31.6 - 34.2, with 4 out of the 8 samples only detecting 1 of the 2 target genes. The customer rep also performed environmental wipe tests after cleaning. The customer rep stated on 11/5/21, "I confirm the false positive is a result of contamination and not a deficiency of the kit, and therefore, a complaint for mol4150 has not been opened for now. I have attached run files for positive internal staff samples on mdx that was not confirmed on other platforms (which sparked the suggestion of contamination inquiry). I was on site and performed environmental swabs pre and post bleach cleaning for the mdx lid, the pipette, the hood, and the customer computer work station. Hood was clean, but evidence of contamination on hood and pipette, and ic failure (due to too early) for mdx which suggests contamination as well. A single wipe of bleach did not irradicate the contamination. A full deep decontamination was performed in the set up room, using dnaway for 10 minutes, bleach for 10 minutes, water and 70% ethanol. Environmental test performed and contamination still persistant. Customer has been asked to continue to repeat the deep decontamation and repeat environmental tests and provide run files. Contamination appears to be deeply rooted in the lab." Batch record review showed the critical component, reaction mix mol4151 lot# x13342n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the same disc lot, mol1455 lot# 13244n, were tested on 11/1/21 and no leakages were observed. Based on the information provided by the customer and the confirmed environmental wipe tests following decontamination, it is likely the contamination of the lab is the source of the false positive results. It is not known if the same lab is used for testing with the competitor assay. The customer's device and suspected false positive samples were not provided for investigation. No further assay investigation is required. The customer rep is troubleshooting the decontamination of the lab. Issue not confirmed. This is the 1st complaint on mol4150 lot# x13453n for suspected false positives.